Event description:
Pt states that he had cataracts and was implanted with a crystalens in the right eye on or about (B)(6) 2020. Pt reports that after the surgery he was placed with a cup shield over his eye that has holes allowing for him to see through. Pt states that he wore the shield all day and that his vision was seemingly clear. In the following days the pt states he wore the cup only to bed. Pt reports that the day after surgery, he noticed that his vision was blurred, fading in and out and had an unclear visual field. Pt reports that in the subsequent days, his vision progressively worsened and states that he now wears glasses for long and short distance due to the visual complications. Pt states that he is having a bad visual experience that he did not expect after surgery and that his vision is not correctable to 20/40 in his right eye. Of note, pt reports that he found a complaint board against the crystalens device and contacted the manufacturer. Pt alleges that the manufacturer took his information and after an internal investigation told him that his issues were not FDA reportable and advised that the pt should see his ophthalmologist.